Event description:
Pt having a operative laparoscopy, bilateral salpingo-oophorectomy. When the left ovary was removed, the endo catch bag was placed and the ovary was placed into the bag. It was noted that the bag detached from the wire rim on the endo catch bag. This occurred with two separate endo catch products. Therefore, the ovary was brought to the incision and it was gently removed thru the left lower quadrant port in its entirety. The right ovary was removed via a third endo catch bag in its entirety. The pt tolerated the procedure well. No harm to pt occurred.